Event description:
During the procedure for bone biopsy, right calcaneus, the wire pick broke inside the calcaneus into two fragments. Fragments were visualized by c-arm, but were too deeply embedded and nonremovable and therefore nonretrievable. If additional debridement is necessary the metal fragments can be retrieved at that time.